Manufacturer narrative:
We received user facility report# (B)(4). We have not received any additional information regarding the incident or details about the device. We will continue to reach out to the customer for more information. This the first occurrence for this part number with (B)(4) sold of all lots. A follow up report will be submitted once we have received additional information.

Event description:
The customer alleged that while using the micro pituitary rongeur, the instrument broke at the tip.

Manufacturer narrative:
After multiple attempts to obtain additional information, no response was received. The lot number/date of purchase is unknown. A picture of the device was not provided, and the device was not returned for evaluation. Without additional information, a true investigation can not take place and a root cause cannot be determined. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.